Manufacturer narrative:
Product event summary - the device was returned and analyzed. Analysis revealed that no telemetry-c condition was confirmed and was isolated to the failure to the radio frequency module. The radio frequency module was not turning on and was triggering the firmware to disable the telemetry-c.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis result showed "unable to establish telemetry". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the device observation showed "wireless telemetry disabled". The device was not implanted. No patient complications have been reported as a result of this event.